Event description:
End user alleges while operating the motorized wheelchair through a doorway something bumped the joystick and her foot slipped off the foot plate. Allegedly, as a result of the incident the end user was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reported "something" bumped the joystick while trying to maneuver the motorized wheelchair through a doorway. The owner's manual warns, "always set the joystick/controller speed/response control to be consistent with the surrounding environment". "In confined spaces and while learning to drive your power wheelchair, we recommend that the speed/response control be set to minimum".